Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead defibrillation impedance was high. The rv lead was replaced with a new rv lead but the impedance was still high. The implantable cardioverter defibrillator (ICD) was explanted and replaced which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.